Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited p-wave oversensing. Programming changes were recommended but not yet implemented. There were no patient consequences.